Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The customer will be sent a replacement. The insulin pump will be returned for analysis.